Event description:
I used renu with moisture loc contact lens sulution from 05/01/06 to 05/06/06. I was hospitalized on that date and diagnosed with fusarium keratitis. I was put on anti-fungal medicine and after several months the fusarium was gone - however, the vision in my left eye is permanently impaired and there is a permanent scar on my cornea. Two millimeters higher and I would have needed a corneal transplant.